Event description:
It was reported that the right ventricular (rv) lead had noise, a high number of short v-v intervals and high thresholds. In addition, the right atrial (ra) lead also had noise. It was noted that lead noise appeared to be mirror imaging, which is consistent with lead abrasion. The leads were explanted and were not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a clavicular crush of both leads was suspected.

Manufacturer narrative:
Correction: product event summary: the full lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. The distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.